Event description:
The device was inserted on 1/31/97. A nurse was called to the pt's home on 2/13/97 to evaluate the i.v. Site. The catheter could not be visualized by the nurse. A tourniquet was applied and the pt was sent to ER. The ER physician was able to retrieve the missing catheter via a non-surgical method. The edges of the catheter were clean on the ends and the catheter measured approx 10 inches. The pt had x-rays taken and there was no evidence of any catheter piece remaining in the pt. The sample was not available for manufacturing to analyze.